Event description:
Product became stuck in sheath during prep unable to push forward. No patient harm occurred another coil different size was opened to complete the case. Manufacturer response for detachable coil system, embold (per site reporter).